Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited downstream occlusion (dso) seal degradation. The product fault occurred before infusion and was not related to physical damage or abuse. There was unknown delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a lifted downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scathed lcd lens, rusted battery door and corroded battery compartment. There was no applicable evidence to review in the event history log. Functional testing was able to confirm the reported issue by inspection. The root cause was determined to be the dso seal was loose. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.